Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Customer report of regurgitation secondary to leaflet tears was confirmed. All three leaflets were observed to be thickened and swollen near the commissures. Leaflet 1 had a 7mm tear near commissure 2. Leaflet 2 had two tears of 7mm near commissures 2 and 3. Serrated markings were observed on leaflet 2 near both tears. X-ray demonstrated minimal calcification on leaflet 2 and some wireform distortion. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at both the inflow and outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm near commissure 1 on outflow aspect. The sewing ring was cut around leaflets 2 and 3. The wireform was exposed near leaflet 2 at the outflow aspect and near commissure 3 at the inflow aspect. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a 21mm valve was explanted from a patient after an implant duration of approximately 13 years due to regurgitation secondary to non-calcific degeneration of leaflet tears at the level of the right coronary and non coronary. A valve of the same size was implanted in replacement. Procedure was performed in combination with mitral and tricuspid valve repairs. The patient was noted to be well.